Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device system worked for only nine months and then had to be replaced. Additional information has been requested.